Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as (B)(4). The investigation was completed on 05-jan-2018. The service log review revealed a delivery failure alarm due to overdelivery. The proportional valve was replaced as precaution due to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the field. The root cause for this report was proportional valve failure. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2017-00012).

Event description:
On (B)(6) 2017, a respiratory therapist (rt) from (B)(6) called mallinckrodt customer care to report a device issue with inomax dsir (B)(4), unrelated to the reportable malfunction. The device was in use on a patient at the time of the event, however, there was no impact or harm to the patient reported. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. On (B)(6) 2017, an internal employee discovered a discovered a delivery failure alarm due to overdelivery during routine service log review. This is being reported as it is considered a reportable malfunction.